Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The evaluator found the pump to shut down using the customer battery when on battery power alone. The device was found out of specification in relation to the reported device shuts down. Visual inspection determined the cause to be a fluid damaged battery contacts. Due to the nature of the damage, the device was found unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless module experienced shut down during preventative maintenance when the battery is moved or "wiggled". There was no known patient injury or medical intervention associated with this event. No additional information is available.